Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had unspecified damages. The lead remained implanted and was programmed off. No further information could be obtained.